Event description:
The customer reported the system will not produce an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse and the x-ray indicator lamp. The system operates as intended.